Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited inappropriate interpretation of supra-ventricular tachycardia as a ventricular arrhythmia leading to undersensing and inappropriate shock. Programming changes were made. The patient was stable.